Event description:
Bard silastic 18 and 20 french foley catheters - recurrence incidents of drainage issues associated with these catheters in post-radical prostatectomies patients. Cather stopped draining as intended.